Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a beltslip error on the suction roller pump. The device was not changed out, as they restarted the roller pump and finished the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on 04/24/2015: the field service rep (fsr) gathered this info during his visit to the hosp to troubleshoot the incident. The fsr received this info from the perfusionist (ccp). This pump was being used for suction. During cpb, a "beltslip" error message was intermittently displayed on the local display of the pump. There were no audible tones. The ccp adjusted the occlusion and checked the tubing in the raceway, but a "beltslip" message was posted a few times during the case. As the pump was adequately functioning during the procedure, the pump was used for the entire procedure and there was no indication of inadequate suction. The pump was taken out of service, after the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Data log analysis was performed and confirmed the "beltslip" message. The operators manual states to avoid over-occluding the tubing as over-occlusion may result in a pump jam or belt slip condition. As the reported complaint was only duplicated when the pump was operating near maximum occlusion. The service repair technician (srt) performed a functional test and observed a "beltslip" message on the pump display while the pump was running near maximum occlusion. The srt replaced the drive belt and small pulley as a precaution. The unit operated to the manufacturer's specification and will be returned to the customer. No additional action will be taken at this time.

Manufacturer narrative:
The fsr could not verify the reported issue. He downloaded the data logs and sent the MFR for further eval. The fsr used a pump jam tool to jam the roller pump with error message "underspeed" them "pump jam" error message. The fsr used the pump handle to produce an overspeed during pump test with a "overspeed" error message observed. The suspect part was returned to the MFR for further eval. The reported complaint was confirmed. During laboratory eval, the product surveillance tech (pst) observed "underspeed" then "beltslip" error messages on pump display while the pump was running near maximum occlusion. No mechanical or electronic anomalies were observed. The roller pump has software 1.40. The pst tested the pump for beltslip error condition with pump jam test fixture and observed pump to generate expected results per procedure. The product will be sent to service to be brought to MFR's specs before being returned to the customer.